Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the batteries dying after only three years was due to an increasing in programming levels. It was also stated that they cannot change to newer batteries based upon the connecting wires from the brain leads to the neurostimulators. The patient is hopeful that the new batteries will be slimmer and adapt to their system.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient's implantable neurostimulator (ins) batteries only lasted 3 years. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.